Event description:
It was reported the customer had fallen and he was found in the restroom. Blood glucose was 34 mg/dl and machine was reading 49 mg/dl. Customer's spouse treated low blood glucose with juice and two glucose shots. Customer had a kidney transplant, has been having a hard time adjusting. He is a brittle diabetic. Customer has had two low blood glucose events, in (B)(6) 2014. Blood glucose was around 29 to 30 mg/dl range. Customer emailed and wrote on (B)(6) 2015 his blood glucose dropped to 34 mg/dl and the sensor reading was 45 mg/dl, no alarm. He woke up to low predict alarm, went to test, and he fell. Blood glucose was well below the 66 mg/dl per the sensor. It was the third occurrence in the past two weeks. Customer stated the sensor tends to be close but sometime it more then 30 to 40 percent off, even after calibrating. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.